Event description:
Customer reported a critically ill patient "on multiple drips" dropped systolic blood pressure to 50mmhg because the infusion stopped while moving from gurney to CT table. The nurse stated the lines received some tension on them with the move, and that may have possibly caused the infusion to stop. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.